Event description:
It was reported that a patient underwent a sentinel node biopsy for melanoma on an unknown date in 2024 and suture was used. The patient was seen 4 weeks after the surgery in the out patient department due to an ulceration/wound dehiscence and underwent dissection of skin lesion with 1cm margin from subcutaneous plane down to fascia, rhomboid flap mobilised and the dressing used was steristrips and opsite. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The sutures are not expected to be fully absorbed at 4 weeks: monocryl suture has 20-30% tensile strength at 2 weeks and absorption is complete by 91-119 days. Vicryl suture has 25% tensile strength at 4 weeks and absorption is complete by 56-70 days. Was a reoperation required for patient 1 that initially underwent a sentinel node biopsy for melanoma? Clarify was the rhomboid flap surgery on (B)(6) 2024 the treatment for the reaction that occurred post op (as shown in the photo)? If no, explain. What suture was used during the initial biopsy? Were 2/0 vicryl to deep; 3/0 and 4/0 monocryl used during the initial procedure or the re-operation? Please clarify which suture(s) caused or contributed to the reaction. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of the index surgical procedure (biopsy)? On what tissue was each suture used during the initial procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the patient experience a wound dehiscence? Did the suture break, untie or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Did the patient have an infection? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Surgeon¿s name?

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d2. Additional information: c1, g4.

Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: patient 1: up mid chest breast melanoma, wle & slnb (biopsy), m 63yrs wt 82.7kg bmi 27.6. Procedure (B)(6) 2024, event 16-jan-2025, wound infection, topical abx.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - they gave me some that were there with the same codes as they have had several which have not performed in their view, in different theatres and dates too - so I thought it might be worth at least sending some if their stock to be looked at - product codes affected - mcp3205g & mcp3213. - for patient 1: r/flap. ¿ was a reoperation required for patient 1 that initially underwent a sentinel node biopsy for melanoma? No, neither skin patients have required re op. ¿ clarify was the rhomboid flap surgery on (B)(6) 2024 the treatment for the reaction that occurred post op (as shown in the photo)? If no, explain. No, it was a wle for a melanocytic naevus & photos have recorded wound breakdown subsequently. ¿ what suture was used during the initial biopsy? R/flap uncertain as it was an 8mm punch biopsy performed in another trust sds on (B)(6) 2024 will have been 1-2 sutures only & are usually removable not dissolving. ¿ were 2/0 vicryl to deep; 3/0 and 4/0 monocryl used during the initial procedure or the re-operation? R/flap (vicryl) initial procedure (post punch biopsy (B)(6) 2024). Wle & slnb was re-excision of previous scar from. ¿ please clarify which suture(s) caused or contributed to the reaction. I am uncertain, r/flap pt has had wound breakdown post op. ?? Reaction to suture material as this was expelled. Wle patient had ulcers over sutures ¿ please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. R/flap f 25yrs no additional details wle m 63yrs wt 82.7kg bmi 27.6 ¿ date of the index surgical procedure (biopsy)? R/flap: (B)(6) 2024. Wle & slnb: (B)(6) 2024. ¿ on what tissue was each suture used during the initial procedure? Sub cutaneous I believe. ¿ what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. ¿ how was the suture placed (interrupted or continuous)? Interrupted. ¿ how was the suture tied (square knot or multiple knots one end)? Square knot. ¿ did the patient experience a wound dehiscence? No. ¿ did the suture break, untie or pull out of the tissue? No. ¿ were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? N/a. ¿ onset date/time of dehiscence? (# post op days). N/a. ¿ how was the dehiscence managed? N/a. ¿ please describe any surgical intervention required for the wound dehiscence including date and findings. N/a. ¿ did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. ¿ please describe the appearance of the suture during the second procedure. Not known-no abnormalities noted. ¿ what symptoms did the patient experience following the index surgical procedure? Onset date? Both wounds healed initially then at @ week 4 wounds began to break down wle in small spaced ulcerated areas r/flap opened up. ¿ did the patient have an infection? No. ¿ please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). N/a. ¿ please provide the onset date/time of infection from the initial surgical procedure. N/a. ¿ were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. ¿ did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No. ¿ were cultures performed? If so, please provide the results. N/a. ¿ please describe any medical intervention performed including medication name and results. N/a. ¿ were any pre-op cleansing procedures changed recently? If yes, please describe no. ¿ other relevant patient history/concomitant medications? No. ¿ what is the physician¿s opinion as to the etiology of or contributing factors to this event? Uncertain. ¿ what is the patient's current status? Wle & slnb wound is reported to have healed. R/flap wounds remain un-healed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 type of investigation.